Manufacturer narrative:
Device was used for treatment, not diagnosis. The device history records report states that the manufacturing documents were reviewed and no complaint related issues were found. Investigation could not be completed; no conclusion could be drawn, as no product was returned. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event from (B)(6) as follows: the patient had a fracture of the distal end radius and ulna. It was reported on (B)(6) 2013, the doctor inserted the va lockscr 2.4 self-tap l14 tan with fixed mode using the guiding block. After identification by the image, during rotating with torque from the radial side, "the screw penetrated the plate" and occurred at the hole. The doctor gave a twist to another screw and extracted the penetrated screw, and replaced the penetrated screw with a similar screw. This is report 1 of 3 for complaint (B)(4).